Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the nurse was unable to increase the frequency that remained fixed at 20hz. A large number of electrodes were being used in the programs, but that shouldn¿t make a difference. Impedances were in normal range. There was no reason in the session report to suggest why the frequency could not be increased above 20 hz. Additional information received reported that a cause was not discovered. No actions were taken to resolve. The event did not resolve.